Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced difficulty fully inserting the connector into the cartridge and pump, which was resolved after the user applied additional force as instructed during troubleshooting. Symptoms included no change in blood glucose. Outcomes included no medical intervention, hospitalization, or device alarms. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed user difficulty with connector attachment to the pump and cartridge, which resolved with proper technique, indicating no device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to connector seating.